Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device gave an internal error on the screen. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, error code 200 was observed. Unrelated to the reported problem, the 8 way assembly was found to be damaged and some parts were found to be missing. The issues were resolved with spare parts. Cosmetic improvements were also performed. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of the missing components. With the available information, we cannot determine the root cause of the reported problem or damaged connector. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the nurse turned on the vapr vue generator before cases started in the morning and she noticed an internal error on the screen, the nurse re-started the device and got the same error. Then the nurse switched out the vapr vue generator with a new one and the issue was resolved. There was no patient involved, however it took 10 minutes for the nurse to solve the issue. No additional information was provided.